Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of diopter -14.0/1.0/140 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2022 when the lens tore/broke during injection/delivery. There was no patient injury. The lens was intraoperatively implanted, removed, and replaced for the same model; similar power; shorter length and the problem was resolved. The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Patient information:unk. Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -14.0/1.0/140 (sphere/cylinder/axis) was implanted into the patient's left eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced for a smaller length lens due to a lens tear during delivery into the eye. There was patient contact, but no patient injury. The problem was resolved. Cause of the event is unknown.